Event description:
The hcp reported the pt was experiencing a loss of drug effect. The hcp reported the pump was explanted due to battery failure after an implant duration of 43 months. It was replaced and returned to the manufacturer for analysis.